Event description:
It was reported that pt underwent oss hinged knee procedure on (B)(6) 2011. Upon entering the bushing set. The surgeon discovered that the box contained two bushings of the same type. An add'l bushing set was opened and used to complete the procedure. No significant delay in the surgery or pt injury was reported.